Event description:
Anesthesia machine not functioning properly stated by anesthesiologist. Re-seated soda absorber bellows then working appropriately. Pt had oxygen desaturation. Arrested, CPR initiated, on ventilator, unresponsive, transferred to ICU. In operating room for fractured humerus. Apparent user error with re-seating soda absorber.